Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14, item#00877502802, lot#:2927572, zimmer modular femoral stem press-fit plasma sprayed cementless size 9, item#: 00771300900, lot#: 63802366, zimmer modular neck b 12/14 neck taper use with +0 heads only, item#: 00784802200, lot#: 63822967.

Event description:
It was reported that patient underwent a hip revision due to dislocation approximately two months post implantation. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-rays dated one day prior to the revision date reveal lateral displacement of the acetabular component out of the acetabulum along with separation of the acetabular component from the femoral head. The femoral head was seated within the acetabulum. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision approximately 2 months post implantation due to the bipolar head disassociating from the ceramic head.